Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited oversensing of minute ventilation signals and high out-of-range pace impedance measurements. The minute ventilation feature was programmed off. Additionally, the competitor right atrial (ra) lead exhibited high out-of-range pace impedance measurements and was suspected to fractured due to clavicular crush. The device was programmed to vvi mode due to the patient having chronic atrial fibrillation (af). The physician plans to continue monitoring the patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was explanted in order to upgrade to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.